Manufacturer narrative:
Reportable malfunction with inomax dsir dg20160203 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred as the monitored nitric oxide (no) value (i.e., actual: 105 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Afterwards, a service log entry for failed low no cell calibration due to the low points being greater than the maximum value (max: 655 counts; actual value: 1905 counts) was observed. The root cause for this occurrence was likely due to a malfunctioning no sensor. As a result, it was recommended to the distributor to replace the no sensor. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due to nitric oxide (no) greater than absolute max of 100 ppm followed by a failed low no cell calibration for inomax dsir dg20160203 . This service log finding meets the criteria of a reportable malfunction. There was no complaint alleged against this device. This match was found during routine review of service logs from a device in the (B)(6).